Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the single site wristed needle driver instrument to perform failure analysis. The instrument was analyzed and it was found to have a dislodged grip cable at the proximal end within the housing. The instrument failed the imprecise motion test as the jaws did not open and close properly. The probable root cause is attributed to a loss of cable tension which may have resulted from a stretched cable.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.